Event description:
It was reported that the arctic sun device started alarming low flow . They looked at all the connections and lines, none of the hose were not kinked. This had happened in may, and they visited site and found no fault and had been working until now. They advised this happened on thursday and they were only informed today. Per follow up information received via email on (B)(6) 2022, therapy was discontinued because other device was in use. The issue was confirmed. However, the pressure transducer was also replaced. Per follow up information received via email on (B)(6) 2022, there was no flow and pressure was too high.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device started alarming low flow . They looked at all the connections and lines, none of the hose were not kinked. This had happened in may, and they visited site and found no fault and had been working until now. They advised this happened on thursday and they were only informed today. Per follow up information received via email on 09aug2022, therapy was discontinued because other device was in use. The issue was confirmed. However, the pressure transducer was also replaced. Per follow up information received via email on 15aug2022, there was no flow and pressure was too high.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported.